Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accoloade stem and mako screw was reported. The event was confirmed from provided x-rays. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "there is no evidence available in the current case to suggest that device-related issues have played a role while the discussed adverse mix of patient and procedure-related factors should be considered more than adequate to have caused the periprosthetic fracture problem in this patient. This case is not device-related." Diagnosis: an adverse mix of patient-related (likely osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone and use of a bigger stem size) have caused a peri-prosthetic fracture requiring revision surgery with fracture repair while the stem could be retained. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant concluded that "an adverse mix of patient-related (likely osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone and use of a bigger stem size) have caused a peri-prosthetic fracture requiring revision surgery with fracture repair while the stem could be retained." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon brought patient back to theatre post operatively when post op CT showed a hairline peri prosthetic fracture of the femur 3 days post operative from a mako hip procedure. On CT the fracture extended from cortical screw site down to tip of the accolade ii stem. Intraoperatively fracture confirmed to be between the cortical screw site and down to tip of stem. Existing femoral stem remained and a trochanteric plate and cables applied to reduce fracture. Hip relocated and wound closed. Surgeon expressed concern about the size of the cortical screw.

Manufacturer narrative:
The device was not returned for evaluation. A supplemental report will be submitted if additional information becomes available. The device was not returned for evaluation.

Event description:
Surgeon brought patient back to theatre post operatively when post op CT showed a hairline peri prosthetic fracture of the femur 3 days post operative from a mako hip procedure. On CT the fracture extended from cortical screw site down to tip of the accolade ii stem. Intraoperatively fracture confirmed to be between the cortical screw site and down to tip of stem. Existing femoral stem remained and a trochanteric plate and cables applied to reduce fracture. Hip relocated and wound closed. Surgeon expressed concern about the size of the cortical screw.